Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to high blood glucose (bg) levels (over 600 mg/dl). The customer did not know the cause of the high bg. The customer was treated with an intravenous insulin drip. After 7 hours, the customer left the ER with a bg of 291 mg/dl and was feeling better.